Event description:
Health professional reported to company representative that a patient was injected "along lower orbital rim on each side" with 0.4ml of juvederm ultra plus. The patient experienced "swelling over right cheek, specifically over the medial aspect of right cheek and along the lower orbital rim". Additionally they had the left side orbital rim injection complicated by hematoma formation. Patient had also been injected with concomitant juvederm ultra diluted with 2% lidocaine and adrenaline in the "lines around corner of mouth, cheek lines and supra-chin crease", and with voluma "to each side medial and lateral cheek". The swelling was described as "below the skin and is pitting". "There was no other systemic symptom. [Patient] was afebrile all along and did not have any signs of infection over the swollen area. "Patient had a course of augmentin "to no effect." Patient also had "several blood tests done, inflammatory markers such as wbc, esr and crp [were] all normal." Approximately 2-3 weeks later the patient also noticed swelling on the left side cheek with no treatment reported for that at this time. The injector has described the patient as "quite happy with the results from the filler before the onset of swelling" and does not want to "inject with hyalase and dissolve everything".

Manufacturer narrative:
(B)(4).